Event description:
Customer stated that she needed to change her set and the pump will not allow her to rewind. Customer stated that there was a hospitalization. Customer stated she was in the hospital for about 5 days and that she was treated for her diabetes via her insulin pump. Cause of hospitalization as per hcp: pancreatitis, weight loss, phlegmon, type 1 diabetes. The blood glucose reading was 329 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.